Event description:
Cut the tube and ring fell - possible misfire.

Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Two devices were returned. Device #1: device returned in fp #2. Evidence of use with tissue residue on tubes and torigs. Loaded two bands onto device. Device fires as normal from each position. Tongs extend and retract as normal. Disassembled device. All parts found to be intact and normal. No burrs or sharp edges found on tongs. Device #2: device returned in fp#2. Evidence of use with tissue residue on tubes and torigs. One band left on inner tube of device. Band fired as normal. Loaded two bands onto device. Device fires as normal from each position. Tongs extend and retract as normal. Disassembled device. All parts found to be intact and normal. No burrs or sharp edges found on tongs. No problem found with device. Product meets specifications. Possible causes of cutting tube include grasping a large tube without following instructions in IFU or applying excess force. The physician was able to cauterize with no additional incident.